Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of a fiber leak with blood staining on the bottom of the fiber bundle. Pressure integrity testing was performed at 1 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device. The reason for the return was visually confirmed by the blood staining on the bottom of the fiber bundle. Additional information d4.3 (serial #): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a pixie hollow fiber oxygenator, it was reported that during extra-corporeal circulation procedure, the device was found to be leaking blood from the bottom of the device. This posed a critical risk to the patient. The surgical team had to immediately replace the defective device with a backup unit to continue the operation. The patient was exposed to an emergency equipment change during surgery. See attached photos/video. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b1 (adv evnt/prod prob): this field has been updated to product problem. Correction b5 (desc evt problem): medtronic received information that during use of a pixie hollow fiber oxygenator, it was reported that during an extra-corporeal circulation procedure, the device was found to be leaking blood from the bottom of the device. It was stated that this posed a critical risk to the patient. Correction d4.2 (expiration date): this field has been updated. Correction h1 (type of reportable event): this files has been updated to malfunction. Correction h4 (device mfg date): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.